Event description:
Pt was implanted with two textured-saline implants - pip - 445cc in 1999. 2001 - partial deflation of right implant. Explantation of right implant, 2001 and implantation of a pip 445cc - breast implant.